Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 504 mg/dl. Customer also reported that the reservoir had leak. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and difficulty in breathing. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Recommend to go to the emergency room first as a result of symptoms. The device will not be returned for analysis.